Event description:
Terumo medical corporation received the reported information. When the angio-seal device was used to achieve hemostasis in the common femoral artery, the assembly was attempted to be inserted into the artery. After inserting the assembly up to the locator, resistance was felt at the edge between the locator and the insertion sheath. Despite applying torque, further insertion was impossible. The device was not used, and manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. The estimated blood loss was less than 250cc. The procedure before deploying the device was percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 french. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel's diameter was 4 mm. No equipment or other devices were used with the angio-seal.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: cardiovascular medicine. One (1) 6 french angio seal device was returned for product evaluation. The returned sample included hemostasis sheath, and arteriotomy locator. The device was visually inspected and found to have been in used condition with visible signs of blood. The sheath and locator were returned fully mated, and kink was noted at the blood inlet holes of the assembly. The sheath and locator were returned fully mated, and kink was noted at the blood inlet holes of the assembly. The complaint could be confirmed for a kinked locator and sheath. The exact root cause could not be determined. This likely was determined to have been damage sustained by the sheath and locator assembly during device insertion into the patient. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).